Event description:
Device malfunction: difficult to remove. Time of malfunction: during procedure. Symptom/ae: none. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure following a diagnostic procedure. The physician had difficulty removing the device. He tried depressing the vessel locator button a few times before electing to pull the device free. There were no patient adverse effects reported. Hemostasis was achieved by manual compression. No additional information available.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed twisted and displaced pusher tube fingers along with all vessel locator wings which were in a bent state. The root cause for the bent wings could not be determined. The twisted condition of the pusher tube fingers is consistent with a twisting motion applied to the device by the operator and will be considered as the root cause for the pusher tube finger damage. The lot history record review did not produce any relevant information to this report.